Manufacturer narrative:
Device expiration date: unknown. Initial reporter occupation: (B)(6). Investigation summary: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Based on no sample, the investigation concluded, bd was not able to verify the indicated failure. A device history review could not be completed as no batch number was provided. Root cause description: undetermined. Rationale: no batch#/sample available no further investigation required. Device manufacture date: unknown.

Event description:
It was reported that an unspecified number of needle 26x3/8 ib experienced needle and syringe cannot/difficult to connect -leakage during use. The following information was provided by the initial reporter: material no. 305110 batch no. Unknown. Complaint 2 of 2. Description of issue: customer reported she couldn¿t get the needle to screw onto the syringe, so she would force them together, then when she would go to push the insulin out, the insulin would ¿bubble out¿ as if there was a crack in the supplies. Customer disposed of supplies and tried with all new sets. Number of occurrences: 2. Did the customer insert the needle into the cartridge and encounter fill resistance? No. Proceed to step 4. Item number: 3 ml syringe ¿ 309657, 26 g, 3/8¿ needle ¿ 305110. Product lot number: n.a. For bd product only, are samples available for investigation? No. Did issue cause any injury? If yes, what type of injury? No. Medical intervention needed? If yes, who was the 3rd party and what was the assistance/treatment? No. Resolution: customer declined bd follow up for returning product. No further distributor follow up is required. Note: product category = needle/syringe issue.